Event description:
A us distributor reported that a monitor has system speaker hums.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (system speaker hums) was confirmed due to shorted u1004 and u1005 components on the computer/analog board. The monitor was unable to fire pulses. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.